Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the device has a char in the tip. Rf ablation test and electrical test were completed and the device was within product specification. No shorts or opens were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that during an ablation treatment procedure, there was excessive noise. This intellatip mifi ablation catheter was selected to treat in the right atrium; however, there was excessive noise during ablation, specifically if the power is above 40 watts. It was noted that there were not able to correct the noise problem, but were able to make it better. It still had noisy signals on the mini electrode channels. The procedure was completed with this device. No patient complications were reported and the patient's status is fine. However, returned device analysis revealed that the device has a char in the tip.